Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech found broken pins at the side com power control board assembly. The tech replaced the side com power control board assembly to resolve the issue.